Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection and endocarditis that required antibiotic treatment. It was also reported that the right atrial (ra) lead exhibited high thresholds. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.